Event description:
Surgeon was reaming the tibia and the head broke into three pieces in the proximal third of the tibia. Surgeon retrieved two pieces (2) of the fractured reamer head and one (1) piece could not be retrieved and remains in the tibia. Surgeon completed the procedure.

Manufacturer narrative:
(B) (6): subject device is an instrument and is not implanted or explanted. The investigation has not been completed. No conclusion could be drawn, as product was received and is entering the eval system.